Event description:
It was reported that during a shoulder arthroscopy procedure, after the surgeon implanted the anchor, the thread broke and separated from the anchor unit. The account reports that this has occurred before. The procedure was completed successfully with another item.

Manufacturer narrative:
A quantity of three units, from the same lot number, were implicated in this event. Please refer to medwatch report numbers: 2648666-2012-00191, 00192. Add'l info will be provided once the investigation has been completed.